Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI 6cf int w sp, att, sl. During the procedure, the guidewire allegedly became stuck inside the puncture needle after venous puncture and could not be withdrawn smoothly. It was further reported that, upon removal of the puncture needle and guidewire from the blood vessel, the guidewire was allegedly found to be extremely rigid. Furthermore, the guidewire, which is stuck inside the puncture needle, prevents advancement or withdrawal. The procedure was successfully completed after replacing the port with a new set. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo show partial view of the guidewire and partial view of sheath loaded with dilator noted inside the plastic bag. No visual anomalies were noted. The investigation is inconclusive for the reported physical resistance/sticking, difficult to remove, failure to advance and material too rigid or stiff issues as the exact circumstances at the time of the reported event cannot be verified from the provided photo. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI 6cf int w sp, att, sl. During the procedure, the guidewire allegedly became stuck inside the puncture needle after venous puncture and could not be withdrawn smoothly. It was further reported that, upon removal of the puncture needle and guidewire from the blood vessel, the guidewire was allegedly found to be extremely rigid. Furthermore, the guidewire, which is stuck inside the puncture needle, prevents advancement or withdrawal. The procedure was successfully completed after replacing the port with a new set. There were no reported patient injuries.